Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the case proceeded uneventfully but within 12 hours post-op, pt showed signs of bleeding. Pt was re-operated and surgeon fund a clip had slipped off the cystic artery. The original instrument (er320) was from a kit. Clinical follow-up: 2/17/97 1519 message and 800# left for the risk mgr to call back. 2/27/97 dr. Had performed a laparoscopic cholecystectomy. During the operative procedure, all appeared to be well. However, later the pt required reexploration and there was found to be no clips on the cystic artery. The clips were recovered, but were not saved. There is not other material for co to examine .